Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was turned up too high post op. The issue was resolved immediately once turned off and then stimulation turned down. There was not a lead placement issue. The patient was very happy with the results of the surgery when seen in office on (B)(6) 2025. It was reported that the issue was resolved. The cause of the incorrect location being programmed into MRI mode was not relayed to the health care provider (hcp) it is unknown if the issue was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va31mbk); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was on their way to the emergency room because they had problems since the device was put in on monday ((B)(6) 2025). The patient stated the device had been shut off for the last two days due to running temperatures. The patient said they were not feeling well and thought there was a lead placement issue. The patient also said they had sciatic pain down their leg even with the therapy being off. The patient also mentioned that their body must be rejecting the device because they have immunodeficiency. When asked about the event date, the patient said they knew something was wrong as soon as they woke up from surgery and it had gotten worse. The patient mentioned they had an appointment scheduled with their healthcare provider (hcp) on monday and a manufacturer representative (rep) would be at the appointment to look at the programming. The patient indicated the implant location was programmed incorrectly when viewing MRI mode. The patient was redirected to their rep to further address the issue.